Event description:
Suture used for tissue closure: 3-0 vicryl vcp748d, 8 pack pop-off's. Package lot #g8z585, exp 2/2018. One of the needles from this package appears to have a tip missing. It was not noted prior to use. X-ray taken in room of pt axilla, where the suture was being used. Nothing noted on the x-ray.